Event description:
It was reported that during a surgery about a patient with left femoral shaft fracture, the information on the monitor shows " the targeter is broken, please exchange". Finally the c- arm was used to complete the surgery. It is unknown if there was a delay.

Manufacturer narrative:
It was reported that during a surgery, the information on the monitor shows error message. The associated sureshot targeter was returned and evaluated. A visual inspection of the returned device shows the cord is compressed and damaged. A review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool please exchange.¿ thus, the stated failure was confirmed. The device was manufactured in 2016. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device (B)(4) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.